Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the patient had a 2.5x15 mm promus stent implanted in the distal left anterior descending (lad) in 2008. There was in-stent restenosis which was treated 3 months later, with another company's stent. In 2009, there was an in-stent restenosis (diffuse), which was treated with another company's des stent. Post-treatment revealed a 0% stenosis. The outcome was resolved and the patient was discharged on aspirin and clopidogrel. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
Results and conclusion summation-restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. There was no report of any product malfunction at the time of the stent implant and the procedure was completed successfully. Additionally, restenosis and hospitalization are listed in the risk assessment as known post procedural complications. It appears that the hospitalization is a secondary effect of the reported restenosis. In this case, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.